Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The alarm trace showed a few ise noise, voltage level, abnormal aspiration, abnormal sample aspiration, and sample short alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium electrode (na) and potassium electrode (k) results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 133 mmol/l and the initial k result was 3.59 mmol/l. The customer questioned the initial results as they were accompanied by a negative ion gap which prompted them to repeat the sample. The sample was repeated twice and the na results were 141 mmol/l and 141 mmol/l and the k results were 4.05 mmol/l and 4.02 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The electrode reagent information was not provided. The field service engineer (fse) cleaned the electrodes, primed the reagent paths, and performed and ise check, a 21 point precision test, calibration, and qc successfully. The investigation is ongoing.